Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with hyperglycaemia on (B)(6) 2026. The patient¿s blood glucose level rose to 1000mg/dl while wearing the podbetween 24 and 36 hours. It was reported that the patient was fidgety and became delirious, the patient¿s partner administered a manual insulin injection before taking the patient to the hospital. At the hospital the patient was intubated and the pod was removed. The patient was treated with insulin and unspecified intravenous treatment. The patient was discharged on (B)(6) 2026.